Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial pressure and venous air alarms occurred at the start of a routine hemodialysis treatment. Rinseback was not performed due to the amount of air in the circuit resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback due to air in the circuit. Facility staff attributed to alarms to issues with the patient's access and needle stick. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.